Event description:
A consumer reports following bilateral intraocular lens (iol) implant surgeries that the lenses for both eyes are of poor quality. The consumer experienced her vision getting worse and in 2012, a secondary cataract was diagnosed for both eyes. In 2013, the surgeon recommended a yag capsulotomy, microvacuoles were then found in the iol's. The consumer had an optical coherence tomography (oct) test performed and the consumer reported that it showed the material of the iol's was found to be of poor quality. Glasses are worn by the consumer to correct her vision. She is experiencing cloudy vision and vision that is out of focus. The surgeon provided additional information. Yag laser capsulotomy was performed and the consumer's vision was improved (with correction), postoperatively. Current vision is 20/20 with glasses. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).